Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record of pn 00770100000, sn (B)(6) determined the device passed the test mesh. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported there was an incomplete mesh. No harm occurred.